Event description:
It was reported that the touchscreen of a pump was cracked and shattered, resulting in an unreadable and illegible touchscreen. The blood glucose level recorded at the time of the event was 150 mg/dl. The customer was sent a replacement pump.